Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, the display froze at the six picture screen. The issue was caused by the single board computer (sbc) printed circuit board (pcb). The sbc pcb was replaced and the device passed all testing. The reported malfunction was duplicated.

Event description:
It was reported that a ventilator display froze at the six picture screen when it was turned on. There was no patient involvement.